Event description:
Anesthesia machine in asc rm 1 worked appropriately for first 3 cases of the day, then began demonstrating high co2 reading. Inspired co 2 ranged from 0 to 75, despite changing filter, aqua knot etc as well as manually ventilating. At times respirations were not available despite manually ventilating.